Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided on guide wire inserted through and introducer needle and protruding from the hub. The guide wire was unraveled and the distal end was stuck within the needle cannula. The components were soaked and separated. The distal j-tip of the guide wire was opened and covered in dried blood. Microscopic examination revealed that the core wire has separated adjacent to the distal weld. Discoloration, necking and plastic deformation observed in the area of the break. The wire was measured and no pieces appeared to be missing. A review of manufacturing records did not yield any relevant findings. The internal diameter of the needle cannula met specification. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and caution not to use excessive force or withdraw against the needle bevel. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Event description:
It was reported that in anesthesia, the puncture and insertion of the guide wire through the needle into the patient's jugularis interna links was without issue. However, during advancing, resistance was met and the physician tried to draw the guide wire back without success. As a result, both the needle and guide wire were removed together and a new set was opened and successfully used to complete the procedure. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.